Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that during the prior to use test, the nurse found that the size of the tracheostomy tube obturator was small. There was no patient involvement.